Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice was evaluated by the product analysis lab (pal) for the reported event of increased intraperitoneal volume (iipv). The device passed the homechoice rite electrical test but failed the rite functional test due to failed button verification. Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred (B)(6) 2010 during cycle 1. The device user had drained out 2614 ml. This volume met the criteria of an iipv of solution. Review of the device's previous service record identified no issues that may have contributed to the iipv found in the logs. The device has not been previously returned for any issues related to the iipv found in the logs, or the rite test failure? Buttons verification. The assignable cause of the rite failed button verification test was determined to be intermittent operation of the keypad. The assignable cause of the additional iipv was determined to be: insufficient drain - false empty detect and use error, inappropriate bypass of the low drain volume alarm. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Labeling: the homechoice/homechoice pro apd systems patient at-home guide (07-19-61-244) was reviewed. The labeling was found to be sufficient in regards to bypassing a low drain volume alarm. The nurse was informed of the inappropriate bypass. Additional information: the root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Event description:
During initial assessment of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 1. The ultrafiltration (uf) reading was 2614 milliliters (ml), indicating the homepatient (hp) drained 2614ml more than their programmed fill volume of 2500ml. This information gave a total drain volume of 5114ml, which meets iipv criteria. Product surveillance followed up with the nurse on (B)(6) 2010 and provided the results of evaluation to the nurse and the probable cause identified. The nurse will follow-up with the hp on not bypassing the low drain volume. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.